Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. Low bg cause was not known. Customer went to the emergency room and was treated with intravenous fluids of saline, resolving the issue with no permanent damage. Duration of stay was not provided. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.